Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. No patient code for adjacent segmental disease of the sacral spine. 510k: this report is for 2 (two) unknown mono/polyaxial screw collars/sleeves/heads/unknown lot. Part and lot number are unknown; UDI number is unknown. Additional product codes: mni, kwp, nkb, kwq. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, a revision was performed to extend fixation to the s1 due to adjacent segmental diseases after the primary surgery.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The complaint devices were removed. The procedure was completed without any problem.